Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was overdischarged. A physician mode recharge had been attempted on 3 separate occasions but the ins would not go into a recharging state and no telemetry was achieved. It was thought that the ins was implanted too deep as it had been placed into the same pocket where a non-rechargeable ins had previously been implanted. The patient had the ins repositioned on (B)(6) 2012, and at that time the battery was "flat." The patient "switched off" the ins after initial implant and did not recharge. The exact timing of the course of events was not clear. It was indicated there was no patient injury. The patient was not able to receive stimulation to ease her leg pain. No decision had been made regarding explant.

Event description:
Additional information received reported it had not been possible to recharge the implantable neurostimulator (ins) since late (B)(6) 2011. It was also indicated that there was no communication or recharging since (B)(6) 2011. It was noted that troubleshooting had been performed and included checking whether the device was flipped, trying another recharger, attempting to recharge in another environment, and troubleshooting with the recharger antenna to improve coupling. At a follow up appointment on (B)(6) 2011, the patient was receiving effective stimulation at 9.8 volts; however, there was difficulty recharging and only 2 coupling bars were achieved. On (B)(6) 2011, communication with the clinician programmer and recharging was very difficult. The poor communication error code was displayed. The ins seemed to be 2-3cm deep and oblique. During the revision in (B)(6) 2012, the pocket was moved up higher on the same side of the body and the ins was implanted 1cm deep. No communication or recharging was possible prior to or after the revision. On april 2012 there was still no communication possible.

Manufacturer narrative:
Analysis of the internal neurostimulator serial # (B)(4) found that the device was overdischarged.